Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope picture keeps fading in and out (the image disappears for moments). There were no reports of patient harm.